Event description:
It was reported that when the screwdriver was used to tighten the screw, the end of the driver sheared off and lodged into the head of the screw. It is further reported that the surgeon was unable to remove the broken piece from within the screw head. The insert was placed in the cup encapsulating the tip of the instrument that was left in the patient.

Manufacturer narrative:
Additional information has been requested and if received, will be submitted on a supplemental report.